Manufacturer narrative:
Section a4 for patient's weight , secrtion d4 for the lot number and expiration date and h4 for manufacture date are unknown.

Event description:
Per complaint (B)(4), the dental implant did not have primary stability. No patient injury was noted.